Event description:
It was reported that a patient had a loss of therapeutic effect, no stimulation sensation, and the implantable neurostimulator (ins) wasn¿t working following a unrelated medical procedure in 2011 when the patient was hospitalized with a fungus in his lungs and part of a lung was removed. The hospitalization was not related to the device or therapy. The ins and leads had not been checked. The ins needed to be checked to see if it was dead. The patient¿s programmer also wasn¿t working in 2011. The programmer was checked and the batteries were replaced, but the programmer still wouldn¿t work. The patient gave the programmer to his doctor in 2011. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v238365, implanted: (B)(6) 2009, product type: lead. (B)(4).